Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a ear-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: reporters, patient demographics, laboratory were added. Suspect drug indication was updated. Added events migration of essure device location of device: pelvic cavity, perforation (fallopian tube(s)). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.